Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, they were not able to load the device and the load got embedded in the stapler. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. There was no patient injury.